Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clip applier was applied to the cystic artery, closed, and deployed but the jaws would not open. The surgeon tried everything, re-clamped, jiggled the applier etc. It still would not open. It took five minutes and then it released itself. There was no indication on the note if there was damage to the tissue. A new device was opened and used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). The analysis results found that one el5ml device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications and then, the device locked out as intended. Although, no opening issues were noted during testing, a corrective action has been initiated. The batch record was reviewed and no anomalies were noted during the manufacturing process.